Event description:
In 2003, representative to clinic called co to order a replacement backboard. Questioning by co's customer service representative revealed that the board reportedly cracked during reanimation of the patient with heart pressure massage. The board was replaced and patient was successfully resuscitated. There are no known adverse results for the reported event.